Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The lead was capped and replaced. The patient condition was fine.